Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station displayed a black screen. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was black. A field service engineer (fse) replaced the controller boards, power management controller (pmc) board, and retractor band. The fse removed debris from under the pockets, reseated the row board cables, and reseated all connections in the back to resolve the issue. The system functioned as intended after the field service engineer repaired the device.